Event description:
Healthcare professional reported right side "small amount of per-implant silicone" and "rupture". The device was explanted-replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture".